Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had an impella cp implant and when the doctor accessed the hemostatic valve for single access pci (percutaneous coronary intervention) they encountered resistance with the micropuncture needle. The needle lurched forward and went through the peel away sheath and the doctor was concerned of vessel puncture/perforation. The impella was removed and re-implanted in the left femoral artery. No dissection was noted and the site was free of hematoma at the end of the procedure and pulses were identified with doppler.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The impella device was not returned for evaluation. The root cause of the introducer damage - mechanical was most likely due to a use issue as the angle for single access micro-puncture insertion was not correct. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12604.